Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an estimated implantation period of 17 months it was reported that during a follow-up a dislodgement of the lead was confirmed by x-ray. As this lead had already been repositioned back in (B)(6) 2015, it was now decided to explant and replace the lead. The lead was not returned to biotronik. No adverse patient side effects have been reported. The implant date was not provided.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed multiple signs of abrasion, in particular between 57 cm and 59 cm distal to the is-1 connector pin. The insulation was intact in this region. It is reasonable to assume that this finding resulted from friction against another implantable device such as a nearby lead or a feature of the heart. Furthermore the inner coil was found fractured due to overrotation approx. 1.5 cm distal to the is-1 connector pin. This damage most likely occurred during the retraction of the fixation helix. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.